Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was in backup vvi mode due to event queue overflow. Technical support was contacted and restored the device to the nominal settings. The patient experienced no adverse consequences.